Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On(B)(6) 2016, the customer received the following results on the aviva (system 1) within 10 minutes: 222 mg/dl at 12:28 p.m., 70 at 12:30 p.m., and 499 mg/dl at 12:31 p.m. On (B)(6) 2016, the customer received the following results, with two different aviva meters, within 10 minutes: 341 mg/dl at 12:52 p.m. (System 1) and 111 mg/dl at 12:55 p.m. (System 2). No adverse event reported. The same test strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.